Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device assessed, as unidentified (tear) opening (shell thickness within specification). No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Company representative has reported, left side rupture. Device was explanted.

Event description:
Company representative has reported left side rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Company representative has reported left side rupture. Device was explanted.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. Device evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.